Manufacturer narrative:
Other, other text: investigation results completed on a smiths medical parapac plus - level 1 service manual (10004212-003) . Device was tested and passed all functional testing. There was no leak nor any sound of a leak at any point during test. The upper case was removed to check all connections were tight and pipes secured, nothing was out of place. Reported fault not found.

Event description:
Device evaluation completed and summary in h 10.

Event description:
It was reported that a smiths medical ventilator does not work properly ? Leak can be heard. No adverse patient effects were reported.